Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a surgery due to compression fracture at l3. Intra-op, the driver was reported to be related to stripping of set screw.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3 mm of instrument tip has been twisted, consistent with interface during usage. Inspection of the material hardness confirmed conformance to print specification. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.